Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2023, a patient in croatia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 19 jan 2024, a wound swab was taken which revealed pseudomonas aeruginosa and the patient was treated with 750mg of oral ciprofloxacin twice daily for 15 days. On 10 feb 2024 the antibiotic treatment of ciprofloxacin was completed. During a patient visit, the stoma site was noted to have redness, purulent secretion and granulation. On 14 feb 2024 a repeat culture was taken with the local finding still present.